Manufacturer narrative:
Investigation confirmed that the patient had been using vibrant since (B)(6) 2025. There were 99 capsule activations recorded prior to the complaint, indicating repeated use of the device over several months with no prior reported issues. Review of the event chronology confirmed that the last recorded capsule activation occurred on (B)(6) 2026 and that four capsules were visualized during colonoscopy on (B)(6) 2026, approximately six days later. Therefore, the capsules were not retained for weeks as described in the patient-submitted FDA report. The colonoscopy image and event details were reviewed by a vibrant medical advisor, a gastroenterologist, who concluded that no medical intervention or other action was required and that the capsules would not cause a blockage. No injury, adverse health consequence, device malfunction, or use-related device problem was identified. Based on the documented chronology, medical advisor assessment, and available clinical evidence, vibrant assessed this event as non-reportable under MDR criteria.

Event description:
Vibrant received user-submitted medwatch reports of the same event (mw5185307, mw5185308, mw5185309, and mw5185310) on 14-apr-2026. According to vibrant records, the patient had been using vibrant since (B)(6) 2025. There were 99 capsule activations recorded prior to the complaint, indicating repeated use of the device over several months, with no prior reported issues. The last recorded capsule activation was on (B)(6) 2026. On (B)(6) 2026, following bowel preparation, the patient underwent colonoscopy during which four capsules were reportedly visualized in transit in the colon. The event details and colonoscopy image were forwarded to a vibrant medical advisor (gastroenterologist) for review. The medical advisor concluded that no medical intervention or other action was required and that the capsules would not cause a blockage.